Event description:
The customer informed siemens on (B)(6) 2014 that an incorrect table position offset was calculated based on verification images. This was counter-checked by laser set-up and field control. The suggested movement was in the range of a centimeter, which was not necessary. This behavior could lead to dose delivery to an incorrect location. However, there is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(6) 2014. This MDR is being sent to FDA via (B)(4). Airbill on 09/25/2014. Investigation is on-going and a supplemental report will be submitted upon completion. Customer address: (B)(4).